Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the handpiece would not irrigate or aspirate. Additional information has been requested.

Manufacturer narrative:
No further information was able to be obtained from this customer. However, a phaco handpiece was returned for evaluation. The phaco handpiece was manufactured on august 23, 2016. Based on qa assessment, the product met specifications at the time of release. The handpiece was received for evaluation. A visual assessment of the returned handpiece did not reveal any non-conformity. The handpiece was connected to a calibrated system and attempted to be tuned. The handpiece passed tune. The handpiece was functionally tested at 100% longitudinal and torsional power for 5 minutes. The handpiece generated both longitudinal and torsional power during test. The flow rate tests were performed on the handpiece. The handpiece passed both irrigation and aspiration flow rate tests. The handpiece u/s and torsional strokes were measured. Both u/s and torsional strokes were measured within specifications. The handpiece was found to meet specifications. Therefore, the root cause of the reported event cannot be established. The manufacturer internal reference number is: (B)(4).